Event description:
A report was received from the USA indicating that an 840 ventilator had an o2 sensor error during pt use. The pt was removed from device. According to info received, a replacement device was not used on the pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Customer replaced the o2 sensor. The device passed all tests. Covidien was not authorized to service device. (B)(4).